Event description:
Aveta wave device malfunctioned while surgeon was using it in patient within 2 minutes of beginning to use device. Device burr end was not rotating within shaft. Surgeon removed instrument from patient and tested device outside of patient. Device appeared to be working, and surgeon resumed procedure. After less than 5 minutes, burr end again stopped rotating. Surgeon requested a different device and completed case without difficulty.